Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: moisture evident behind display lens. Pump powers with returned battery cap to a dim discolored display. Black box shows multiple eaw 078 motor rewind errors on (B)(6) 2014. Pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Performed multiple "load/step" functions to exercise motor. No eaw 078 errors duplicated. The pump case cracked in right hand corner of display area. Leak test shows leak at crack in pump case. Removed pump case. Evidence of moisture contamination throughout inside of pump, on motor flex cable and connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.